Event description:
The rptr stated that he did a back to back blood glucose test with results of 55 and 165 mg/dl. He also stated that he had a hcp meter comparison that was 90 points different from his meter, but did not have results or any other test info. He stated that he did not have any symptoms. No further info was provided.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8